Event description:
It was reported that during a 6 week post-operative appointment, the patient presented with nasal pain and a strong odor following a septoplasty/ turbinoplasty procedure which involved a nasastent dressing. Upon examination, the surgeon detected signs of potential staph infection covering a large firm gel mass. The surgeon alleged that the gelled mass was the nasastent device, which did not appear to have dissolved over the 6 week period. The patient claimed to have followed the post-operative instructions of saline nasal washes 3 times per day for 6 weeks, however the patient did admit that the saline wash was prepared at home using boiled water and salt. Ultimately, the patient was treated with antibiotics for the infection. No additional patient complications have been reported.